Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. (B)(4)

Event description:
Medtronic received information that four days after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated a left bundle branch block (lbbb). No treatment was given. Fourteen days post implant the patient was noted with increased of shortness of breath, periods of rapid atrial fibrillation and severe bradycardia. Subsequently a permanent pacemaker was implanted resolving the condition. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.